Event description:
It was reported that during a prostate procedure, the laser displayed an error indicative of a resonator malfunction. The customer was unable to clear the error that occurred. The physician reverted to an alternative device, gyrus pku superpulse generator, to complete the case. Pt outcome: "no complications reported".